Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter was used immediately after the insertion procedure, but it broke off 5cm from the oversleeve. It was reportedly found lying on the floor. There was no sign of it being torn off, pointing out the fragility of the product. Furthermore, after removal, the attending surgeon, tried to dig his fingernail into the catheter to see if it would break, and it broke in two places. The cut surfaces of each catheter have been marked with cellophane tape. There are no effects on the patient, and it is planned that it will be reinserted.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the catheter found that the tubing was broken at three locations. The breaks occurred between the 46cm and 47cm depth markers, at the 42cm depth marker, and between the 18cm and 19cm depth markers. Additionally, tensile weakness was observed throughout the length of the catheter tubing. Based on the event description, it is likely that the tensile weakness and two of the breaks were created by the clinician as they manipulated the catheter attempting to dig their fingernail into the catheter to see if it would break. Microscopic inspection of the break sites found similar features across all three sites. Each site had fracture edges which were uneven/ jagged and fracture surfaces which were granular. The features observed did not provide enough evidence to conclusively determine how the breaks occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.